Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2012-02077. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2006 and suture was used. The patient has experienced numerous hospitalization for infection. She also states that the sutures are coming out through her stomach. She has been treated with various antibiotics, including bactrim and amoxicillin.